Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse aligned server 1 probes and adjusted all bottom of cuvettes. The cse ran a quick check, which passed. The cse reset the instrument, and ran challenge methods, which passed. Quality controls were run, resulting within range. The cause of the discordant, falsely low vancomycin result is unknown as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported and questioned by the pharmacy and physician(s). The sample was retested twice on the same instrument resulting higher. The sample was then tested on an alternate dimension vista instrument, resulting higher and matching the repeat results obtained on the original instrument. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.